Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, labeling review, device history review, and sensitivity testing. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Device history review did not identify any issues that may have caused the customer issue. The product was not returned. An internal panel was tested with retained kits of the likely cause reagent lot and sensitivity testing met all specifications. Sensitivity was also evaluated by testing two commercially available seroconversion panels, zeptometrix hcv 9041 and hcv 9045. The complaint lot detected the same bleeds as (B)(6) with comparable s/co values as historical architect anti-hcv test results provided by zeptometrix. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.

Event description:
The customer observed (B)(6) results while using the architect anti-hcv reagents. The following information was provided. (B)(6). No impact to patient management was reported.